Event description:
The customer reported intermittent communication failed error messages. This error results in x-rays being disabled. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The work station pcbs, cables and connectors were evaluated and reseated. The voltage on gib (generator interface board) was evaluated and reset. The system was tested and found to be working as intended and returned to service.